Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving a balloon valve leak alarm during treatment and the treatment was cancelled. It is unknown where the leak occurred as well as at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn stated they have not been made aware of the fluid leak event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per treatment data, the patient has been performing treatment successfully with the replacement cycler. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving a balloon valve leak alarm during treatment and the treatment was cancelled. It is unknown where the leak occurred as well as at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn stated they have not been made aware of the fluid leak event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per treatment data, the patient has been performing treatment successfully with the replacement cycler. Additional information was requested, however, to date has not been provided.